Event description:
The company received a report where it was claimed the cuff developed a leak during pt use. The caller reported that non routine extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.